Manufacturer narrative:
THIS PRODUCT INVESTIGATION IS STILL IN PROGRESS. THIS REPORT WILL BE UPDATED WHEN PRODUCT INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THIS IMPLANTABLE CARDIOVERTER DEFIBRILLATOR (ICD) DELIVERED SHOCKS AND ANTI-TACHYCARDIA PACING (ATP) FOR WHAT APPEARED TO BE AN ATRIAL DRIVEN ARRYTHMIA. TECHNICAL SERVICES (TS) REVIEWED THE INFORMATION AVAILABLE AND RECOMMENDED FOLLOWING UP WITH THE PHYSICIAN. PACEMAKER MEDIATED TACHYCARDIA (PMT) WAS ALSO NOTED; HOWEVER, IT WAS MENTIONED THAT IT APPEARED TO BE AN ATRIAL DRIVEN RHYTHM. THIS ICD REMAINS IN SERVICE. NO ADDITIONAL ADVERSE PATIENT EFFECTS WERE REPORTED.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks and anti-tachycardia pacing (ATP) for what appeared to be an atrial driven arrythmia. Technical Services (TS) reviewed the information available and recommended following up with the physician. Pacemaker mediated tachycardia (PMT) was also noted; however, it was mentioned that it appeared to be an atrial driven rhythm. This ICD remains in service. No additional adverse patient effects were reported.Additional information received detailed that this ICD was successfully reprogrammed.

Manufacturer narrative:
Corrected fields: E2 Health Professional and E3 Occupation.This product has not been returned to Boston Scientific, and as a result, laboratory analysis could not be conducted.A review of the Device History Record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.A Risk Review was completed and confirmed that the event of Inappropriate Shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.